Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error 13 while using the device updater to update the pump. Reportedly, the pump shut off and customer was unable to continue the update process. After the customer attempted unplugging the pump then plugging it back in, a message popped up stating "do not use your pump" and to call tandem customer technical support (cts). During troubleshooting, cts was unable to clear the message and the customer had to force quit the updater. The customer did not test blood glucose (bg) levels at the time of the call; however, there was no reported impact to the customer's bg level. It was confirmed that the customer had a backup method of insulin delivery available.